Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had water leakage on connector causing an image problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found abnormal cable appearance, abnormal connector appearance, and abnormal ccd and protective lens appearance. Based on the results of the investigation, it is likely the event occurred because the actual device had a flooded connector. Therefore, it is assumed that the video function did not work properly due to the flooding of connector and that there was a problem with the image. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): chapter 4 operation(warning) ¿if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. ¿ if the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head had water leakage on connector causing an image problem. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.